Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the transmitter was not functional. The mother stated the transmitter would not charge. It was also found the led did not blink on and off for ten seconds. It was also found the customer had a lost sensor alert. The mother reported the customer experiencing a high blood glucose of 400 mg/dl on (B)(6) 2015. The transmitter will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.